Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms and loss of capture (loc). A revision procedure was performed where the ra lead was surgically abandoned and the ICD was explanted. A new ra lead and ICD were successfully implanted. No additional adverse patient effects were reported.